Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned as there was a sudden increase of lead measurements which was found from the transmission reports. Also, the patient did not experience any symptoms.